Event description:
Pt recently undewent a sleep study and was diagnosed with sleep apnea. It was reported that during the study, the pt's brain waves were "very crazy". Physician reportedly believes seizure disorder instead of secondary generalized seizures.